Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bite is off and their teeth are more crooked than before treatment. They are going to have their molds done professionally. Requested additional information and bite video.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.